Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter lh 750 slide maker (lh 750 slidemaker) generated fluid detector errors. Customer reported that they did not have red stripe tubing for the sample line. Customer reported that the sample line tubing had been replaced with the wrong tubing. Customer reported there was a small leak (0.5 cubic centimeter) of greenish fluid in the tray of the lh750 slidemaker. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) ensured that the coulter lh 750 slide maker sample line had the appropriate tubing. The fse also cleaned the shuttle guide rails to allow the shuttle to reach the dispense position properly. There was no further evidence of leaking after the repairs. The fse verified the repairs were performed per established procedures. The fse verified the results met published performance specifications.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).